Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Unit failed to pass the sleep current measurement due to high currents occurring during testing. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Unit was successfully downloaded using thump and carelink. Unable to verify low bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 2 & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). Unable to verify low bg's during testing. Unexpected battery power loss is confirmed due to moisture damage to pcba 2. Calibration not accepted is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor and calibration not accepted. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880, mmt-397a, mmt-332a, mmt-7020la. No further patient complications were reported. The customer discontinued the use of the devices, product return was required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7020la.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.